Event description:
It was reported that an analysis of this subcutaneous implantable cardioverter defibrillator (s-ICD) ' s battery was requested as it changed from fifty-five to fifty-three percent in two months. Boston scientific technical services (ts) analyzed the data, and it was confirmed that the power consumption is stable and is within expectations based on therapy programming. The device had 43 minutes of magnet applications on (B)(6)2023 and this caused a battery depletion error (bd) on (B)(6)2023. The battery now shows signs of recovery since the magnet was removed. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.